Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was 30 mg/dl. Based on customer¿s report, customer did allege over delivery. The customer stated that the drive support cap was normal. The customer was neither in the emergency room, nor admitted into hospital as a result of low blood glucose. The customer was using the insulin pump when low blood glucose event was reported. The devices will not be returned for analysis.